Event description:
According to the reporter: the device couldn't be open after stapling. Extended time of the procedure 2 hours and 30 minutes because 2 anastomosis had to be done with another device. No consequences for the pt in the end.

Manufacturer narrative:
(B)(4).